Event description:
An ancure bifurcated device (0204221411) was being deployed on a table-top model for physician training. As the superior release wire (#2) was pulled all the way out, the superior attachment system did not deploy (or open). It was confirmed that the superior release wire did not break and that the suture loops on the graft by the superior attachment system had, in fact, been released. Upon close observation by the engineer, it was noted that a clear monofilament that is used during the assembly process was still in place. The clear monofilament was tied around the superior attachment system above the suture loops location (consistent with the floor assembly process at guidant). The table-top deployment was aborted at this time.